Event description:
It was reported that this right ventricular (rv) lead sensed an atrial pacing signal that was blanked. Additionally, the rv lead will be repositioned due to high pacing thresholds. Boston scientific technical services (ts) recommended to perform an x ray to confirm lead position and slack. This rv lead remains implanted. No adverse patient effects were reported.